Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic supracervial hysterectomy on (B)(6) 2016 and an absorbable adhesion barrier was used. The patient experienced a post-operative ileus and returned to the hospital on (B)(6) 2016. An abdominal paracentesis was performed and 1600 cc of fluid was removed from the patient. The patient was discharged from the hospital on (B)(6) 2016 and was administered antibiotics for the post-operative ileus. Additional information has been requested.